Event description:
A physician reported that he had a pt (age, gender unspecified) who received treatment with hyalgan (hyaluronate sodium) and experienced a pseudoseptic reaction along and sweling of the knee. No further details available. Additional info will be provided when available. Corrective treatment: unk.